Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("suspected adenomyosis") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopy, dilation and curettage, and endometrial ablation). At the time of the report, the menorrhagia, adenomyosis and pelvic pain outcome was unknown. The reporter considered adenomyosis, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test(s) conducted". The patient's medical history included multigravida, parity 6, asthma, bipolar disorder, anxiety, arthritis, chronic obstructive airways disease, depression, emphysema pulmonary and appendectomy. 06-jun-2013:laboratory report: indication: repeated injury ~to right foot in the mtp joint. I:ard swelling 19-dec-2013:radiology result: history: headache 11-aug-2014: pathology report: specimen: endometrial curettings gross description: received in formalin in a container, labeled patients name , endometrial curettings'. Are strips and fragments of tan-pink and dark red velvety soft tissue, measuring in aggregate 1 x 0.7 x o.4 cm. The specimen is entirely submitted in one cassette. Current weight: 187 lbs. Concurrent conditions included pain in extremity, abdominal pain, drug hypersensitivity, head throbbing, micturition frequency increased, nausea, discomfort, vaginal discharge, dysuria, cough, sore throat, headache, fever, emesis, skin warm, constipation, upper respiratory infection, acute bronchitis, smoker, urinary tract infection, numbness and obesity. Family history included cancer (mother, paternal grandmother), diabetes (maternal grandfather, maternal grandmother, paternal grandfather) and hypertension (maternal grandmother). Concomitant products included alprazolam (xanax), benzonatate, brompheniramine, metronidazole (flagyl), paracetamol (acetaminophen) from january 2010 to february 2010, paracetamol (tylenol), prednisone, salbutamol (albuterol) since 2014 and tramadol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection type- vagina"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced adenomyosis ("suspected adenomyosis"), abdominal pain lower ("pain in lower abdomen"), depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with azithromycin (zithromax), ibuprofen and surgery (hysterectomy with unilateral salpingectomy and hysteroscopy, dilation and curettage on 11-aug-2014 and endometrial ablation in 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, adenomyosis, vaginal haemorrhage, vaginal infection, abdominal pain lower, dysmenorrhoea, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in april 2010: results: essure device was successfujly occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain, menorrhagia, suspect adenomyosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test(s) conducted". The patient's medical history included multigravida, parity 6, asthma, bipolar disorder, anxiety, arthritis, chronic obstructive airways disease, depression, emphysema pulmonary and appendectomy. (B)(6) 2013:laboratory report: indication: repeated injury ~to right foot in the mtp joint. I:ard swelling (B)(6) 2013:radiology result: history: headache (B)(6) 2014: pathology report: specimen: endometrial curettings gross description: received in formalin in a container, labeled patients name , endometrial curettings'. Are strips and fragments of tan-pink and dark red velvety soft tissue, measuring in aggregate 1 x 0.7 x o.4 cm. The specimen is entirely submitted in one cassette. Current weight: 187 lbs. Concurrent conditions included pain in extremity, abdominal pain, drug hypersensitivity, head throbbing, micturition frequency increased, nausea, discomfort, vaginal discharge, dysuria, cough, sore throat, headache, fever, emesis, skin warm, constipation, upper respiratory infection, acute bronchitis, smoker, urinary tract infection, numbness and obesity. Family history included cancer (mother, paternal grandmother), diabetes (maternal grandfather, maternal grandmother, paternal grandfather) and hypertension (maternal grandmother). Concomitant products included alprazolam (xanax), benzonatate, brompheniramine, metronidazole (flagyl), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010, paracetamol (tylenol), prednisone, salbutamol (albuterol) since 2014 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection type- vagina"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced adenomyosis ("suspected adenomyosis"), abdominal pain lower ("pain in lower abdomen"), depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with azithromycin (zithromax), ibuprofen and surgery (hysterectomy with unilateral salpingectomy and hysteroscopy, dilation and curettage on (B)(6) 2014 and endometrial ablation in 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, adenomyosis, vaginal haemorrhage, vaginal infection, abdominal pain lower, dysmenorrhoea, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: essure device was successfujly occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain, menorrhagia, suspect adenomyosis most recent follow-up information incorporated above includes: on 7-may-2019: pfs received- events- "urinary tract infection, depression, anxiety", lot number, concomitant drug added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain / pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test(s) conducted". The patient's past medical history included multigravida, parity 6, asthma, bipolar disorder, anxiety, arthritis, chronic obstructive airways disease, depression, emphysema pulmonary and appendectomy. Concurrent conditions included pain in extremity, abdominal pain, drug hypersensitivity, head throbbing, micturition frequency increased, nausea, discomfort, vaginal discharge, dysuria, cough, sore throat, headache, fever, emesis, skin warm, constipation, upper respiratory infection, acute bronchitis, smoker, urinary tract infection and numbness. Family history included cancer (mother, paternal grandmother), diabetes (maternal grandfather, maternal grandmother, paternal grandfather) and hypertension (maternal grandmother). Concomitant products included brompheniramine, metronidazole (flagyl), paracetamol (tylenol), prednisone, salbutamol (albuterol) since 2014 and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced vaginal infection ("infection type- vagina"). On an unknown date, the patient experienced adenomyosis ("suspected adenomyosis"), abdominal pain lower ("pain in lower abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen, azithromycin (zithromax), surgery (hysteroscopy, dilation and curettage on (B)(6) 2014 and endometrial ablation in 2014) and surgery (partial hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pelvic pain, adenomyosis, vaginal haemorrhage, vaginal infection, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84.807 kgs. Hysterosalpingogram - in (B)(6) 2010: essure device was successfujly occluded (B)(6) 2013: laboratory report: indication: repeated injury ~to right foot in the mtp joint. I: ard swelling. (B)(6) 2013: radiology result: history: headache. (B)(6) 2014: pathology report: specimen: endometrial curettings. Gross description: received in formalin in a container, labeled patients name , endometrial curettings'. Are strips and fragments of tan-pink and dark red velvety soft tissue, measuring in aggregate 1 x 0.7 x o.4 cm. The specimen is entirely submitted in one cassette. Current weight: 187 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain, menorrhagia, suspect adenomyosis. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Essure start date updated from (B)(6) 2008. Events dysmenorrhoea, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test(s) conducted". The patient's medical history included multigravida, parity 6, asthma, bipolar disorder, anxiety, arthritis, chronic obstructive airways disease, depression, emphysema pulmonary and appendectomy. (B)(6) 2013:laboratory report: indication: repeated injury ~to right foot in the mtp joint. I:ard swelling (B)(6) 2013:radiology result: history: headache (B)(6) 2014: pathology report: specimen: endometrial curettings gross description: received in formalin in a container, labeled patients name , endometrial curettings'. Are strips and fragments of tan-pink and dark red velvety soft tissue, measuring in aggregate 1 x 0.7 x o.4 cm. The specimen is entirely submitted in one cassette. Current weight: 187 lbs. Concurrent conditions included pain in extremity, abdominal pain, drug hypersensitivity, head throbbing, micturition frequency increased, nausea, discomfort, vaginal discharge, dysuria, cough, sore throat, headache, fever, emesis, skin warm, constipation, upper respiratory infection, acute bronchitis, smoker, urinary tract infection, numbness, obesity, uterine fibroid and endometriosis. Family history included cancer (mother, paternal grandmother), diabetes (maternal grandfather, maternal grandmother, paternal grandfather) and hypertension (maternal grandmother). Concomitant products included alprazolam (xanax), benzonatate, brompheniramine, metronidazole (flagyl), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010, paracetamol (tylenol), prednisone, salbutamol (albuterol) since 2014 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection type- vagina"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced adenomyosis ("suspected adenomyosis"), abdominal pain lower ("pain in lower abdomen"), depression ("depression/ psych injury") and anxiety ("anxiety and mental anguish"). The patient was treated with azithromycin (zithromax), ibuprofen and surgery (hysterectomy with unilateral salpingectomy and hysteroscopy, dilation and curettage on (B)(6) 2014 and endometrial ablation in 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, abdominal pain lower and urinary tract infection had resolved and the adenomyosis, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: essure device was successfujly occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain, menorrhagia, suspect adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporters information were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test(s) conducted". The patient's medical history included multigravida, parity 6, asthma, bipolar disorder, anxiety, arthritis, chronic obstructive airways disease, depression, emphysema pulmonary and appendectomy. (B)(6) 2013:laboratory report: indication: repeated injury ~to right foot in the mtp joint. I:ard swelling (B)(6) 2013:radiology result: history: headache (B)(6) 2014: pathology report: specimen: endometrial curettings gross description: received in formalin in a container, labeled patients name , endometrial curettings'. Are strips and fragments of tan-pink and dark red velvety soft tissue, measuring in aggregate 1 x 0.7 x o.4 cm. The specimen is entirely submitted in one cassette. Current weight: 187 lbs. Concurrent conditions included pain in extremity, abdominal pain, drug hypersensitivity, head throbbing, micturition frequency increased, nausea, discomfort, vaginal discharge, dysuria, cough, sore throat, headache, fever, emesis, skin warm, constipation, upper respiratory infection, acute bronchitis, smoker, urinary tract infection, numbness, obesity, uterine fibroid and endometriosis. Family history included cancer (mother, paternal grandmother), diabetes (maternal grandfather, maternal grandmother, paternal grandfather) and hypertension (maternal grandmother). Concomitant products included alprazolam (xanax), benzonatate, brompheniramine, metronidazole (flagyl), paracetamol (acetaminophen) from (B)(6) 2010, paracetamol (tylenol), prednisone, salbutamol (albuterol) since 2014 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection type- vagina"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced adenomyosis ("suspected adenomyosis"), abdominal pain lower ("pain in lower abdomen"), depression ("depression/ psych injury") and anxiety ("anxiety and mental anguish"). The patient was treated with azithromycin (zithromax), ibuprofen and surgery (hysterectomy with unilateral salpingectomy and hysteroscopy, dilation and curettage on (B)(6) 2014 and endometrial ablation in 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, abdominal pain lower and urinary tract infection had resolved and the adenomyosis, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: essure device was successfujly occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain, menorrhagia, suspect adenomyosis. Lot number: 626152, manufacturing date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain / pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6, asthma, bipolar disorder, anxiety, arthritis, chronic obstructive airways disease, depression, emphysema pulmonary and appendectomy. Concurrent conditions included pain in extremity, abdominal pain, drug hypersensitivity, head throbbing, micturition frequency increased, nausea, discomfort, vaginal discharge, dysuria, cough, sore throat, headache, fever, emesis, skin warm, constipation, upper respiratory infection, acute bronchitis, smoker, urinary tract infection and numbness. Family history included cancer (mother, paternal grandmother), diabetes (maternal grandfather, maternal grandmother, paternal grandfather) and hypertension (maternal grandmother). Concomitant products included brompheniramine, metronidazole (flagyl), paracetamol (tylenol), prednisone, salbutamol (albuterol) since 2014 and tramadol. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced vaginal infection ("infection type- vagina"). On an unknown date, the patient experienced adenomyosis ("suspected adenomyosis") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with ibuprofen, azithromycin (zithromax), surgery (hysteroscopy, dilation and curettage, and endometrial ablation) and surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, adenomyosis, vaginal haemorrhage, vaginal infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded (B)(6) 2013:laboratory report: indication: repeated injury ~to right foot in the mtp joint. I:ard swelling (B)(6) 2013:radiology result: history: headache. (B)(6) 2014: pathology report: specimen: endometrial curettings. Gross description: received in formalin in a container, labeled patients name , endometrial curettings'. Are strips and fragments of tan-pink and dark red velvety soft tissue, measuring in aggregate 1 x 0.7 x o.4 cm. The specimen is entirely submitted in one cassette. Current weight: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain, menorrhagia, suspect adenomyosis most recent follow-up information incorporated above includes: on 27-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding, vaginal bleeding, menorrhagia, vaginal infection are added. Lab data updated. Concomitant condition and drugs are added. Historical condition and drugs are added. Product patient, and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test(s) conducted". The patient's medical history included multigravida, parity 6, asthma, bipolar disorder, anxiety, arthritis, chronic obstructive airways disease, depression, emphysema pulmonary and appendectomy. (B)(6) 2013:laboratory report: indication: repeated injury ~to right foot in the mtp joint. I:ard swelling (B)(6) 2013:radiology result: history: headache (B)(6) 2014: pathology report: specimen: endometrial curettings gross description: received in formalin in a container, labeled patients name , endometrial curettings'. Are strips and fragments of tan-pink and dark red velvety soft tissue, measuring in aggregate 1 x 0.7 x o.4 cm. The specimen is entirely submitted in one cassette. Current weight: (B)(6) . Concurrent conditions included pain in extremity, abdominal pain, drug hypersensitivity, head throbbing, micturition frequency increased, nausea, discomfort, vaginal discharge, dysuria, cough, sore throat, headache, fever, emesis, skin warm, constipation, upper respiratory infection, acute bronchitis, smoker, urinary tract infection, numbness and obesity. Family history included cancer (mother, paternal grandmother), diabetes (maternal grandfather, maternal grandmother, paternal grandfather) and hypertension (maternal grandmother). Concomitant products included alprazolam (xanax), benzonatate, brompheniramine, metronidazole (flagyl), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010, paracetamol (tylenol), prednisone, salbutamol (albuterol) since 2014 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection type- vagina"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced adenomyosis ("suspected adenomyosis"), abdominal pain lower ("pain in lower abdomen"), depression ("depression/ psych injury") and anxiety ("anxiety and mental anguish"). The patient was treated with azithromycin (zithromax), ibuprofen and surgery (hysterectomy with unilateral salpingectomy and hysteroscopy, dilation and curettage on (B)(6) 2014 and endometrial ablation in 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, abdominal pain lower and urinary tract infection had resolved and the adenomyosis, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2010: results: essure device was successfujly occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain, menorrhagia, suspect adenomyosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event: "pelvic pain, vaginal infection, pain in lower abdomen, urinary tract infection, vaginal haemorrhage, menorrhagia " updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.